Manufacturer narrative:
Reported event is inconclusive. The device will not be returned for evaluation and no photographic evidence has been provided; therefore, the reported event cannot be verified. A two-year lot history review cannot be conducted as no lot number was provided. A device history review cannot not be conducted as no lot number was provided. Conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report ((B)(4)) received on (B)(6) 2022. The customer reported that the device, 116708, endo metz scis cvd 33cm 5mm was being used on (B)(6) 2021 and the patient was undergoing a laparoscopic supracervical hysterectomy and sacrocolpopexy. The surgeon used a lina loop. The lina loop requires higher cutting power than is used for other surgical instruments. Prior to using the loop, the surgeon requested the cut power setting to be increased to 120. After the loop was used, the monopolar power cord was attached to the re-usable, laparoscopic scissors but the power setting was not reduced. The monopolar scissors were activated for a ~10 seconds before the surgeon asked whether the power had been lowered to the appropriate setting for the scissors (30-40). The power was reset and the case continued. At the end of the surgery, the surgeon noted a small white area on the small bowel in the upper abdomen that he thought was an electrosurgical energy burn and he resected it. The patient returned 5 days post-op with signs of a bowel obstruction and 3 additional bowel perforations were identified and repaired by resecting a length of jejunum. The initial bowel anastomosis was intact and patent. The surgeon believes the laparoscopic monopolar scissors, not the lina loop, "leaked" the electrosurgical energy that caused the thermal bowel injury. The scissors instrument was tested with a mcgan insulation tester and no defects in the insulation were found. After further assessment it was found that ¿there is no evidence of serious, lasting disability by review of the chart. Patient is up, walking and improving day by day.¿ the lina loop and the valleylab ft10 will be listed as concomitant devices. This report is being raised on the basis of injury due to 2nd surgery and prolonged hospitalization.